Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor rear response button was damaged. The cause for the failure was caused by the rear response button center/ dome being crushed. The root cause of the damaged dome was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The rear response button was damaged and non-functional.